Event description:
A letter rec'd from the FDA indicated: maude event report (foi) 07-nov--2008. Medical specialty code, product code, report no. This output contains the medical device adverse event reports currently available to the public, in accordance with the freedom of information act and the requested search criteria. Submission of a report does not constitute an admission that medical personnel, user facility, importer, MFR, or product caused or contributed to the event. Date rec'd: 2008. Pt had placed in his left arm, a brachial cephalic fistula in 2001 for the purpose of dialysis. The fistula did well, until late 2007 when there were frequent bleeding episodes post dialysis. One area of the upper arm appeared to enlarge, in the form of an egg. There appeared to be an area in which the skin opened, and in 2008, the fistula broke through and the pt bled to death.

Manufacturer narrative:
Attempts to contact the food and drug administration resulted in no other info being available, due to the rptr being unwilling to release any further info.